Event description:
A hospital in (B)(6) reported that water trap of an rt106 adult inspiratory heated breathing circuit began leaking three days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240 (air in set). The reported condition was not confirmed due to lack of sample. Based on the information obtained during baxter?s investigation, the root cause of the alarm was due to air being sucked into the disposable after the supply bag fell and disconnected. The home patient (hp) stated the supply bag fell and became disconnected. The hp stacked two bags on top of each other and the pressure from the bag may have caused the disconnection. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. The batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A home patient (hp) contacted baxter's (B)(4) regarding the home choice (hc) system error (se) 2240 that occurred during dwell 2. The hp stated the supply bag fell and became disconnected. The technical service representative (tsr) instructed the hp to cycle the power to clear the alarm. On (B)(6) 2010 (B)(4) spoke with the peritoneal dialysis nurse who stated she was aware of the system error. The nurse stated the hp recently had his prescription changed and he did not have the correct bags. The nurse reported that the hp stacked two bags on top of each other. The hp told the nurse that the pressure from the bag may have caused the disconnection. The nurse stated she gave the hp antibiotics as a precaution. The nurse confirmed the hp resumed therapy without any problems. On (B)(6) 2010 (B)(4) contacted the hp who confirmed the bags were stacked the night of this incident; the hp confirmed he has since changed the way he sets up the bags. He lays them side by side. The hp stated he has continued with therapy using the cycler without any problems.